Event description:
The device was used during a gastric bypass. Reportedly, the instrument jammed. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.